Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: I received the news last night that the patient is in ICU and on a ventilator. Additional information was requested and the following was obtained: what were the indications for surgery? Excision of cancer in colon. What surgical procedure was being performed? Total mesorectal excision. What healthcare professional fired the device and what is his/her experience with the device? Dr, she used the device before. Did the surgeon confirm a complete transection of the cutting washer at the conclusion of the firing? No. How was the intraoperative leak was addressed? Sutures. What prompted the patient to be transferred to the ICU and placed on ventilator? Unknown. What is the current patient status? Discharged from hospital on (B)(6) 2018.

Event description:
It was reported that during a total mesorectal excision procedure, the sales rep was in theatre with the doctor when the device was used. When the doctor fired there was no audible sound that the washer broke, but the device was stuck and the doctor was unable to complete the firing process. The safety button was released before firing. When she removed the device and checked the staple line there was a huge leak. The sales rep could see the staples in the tissue but the staples weren¿t closed. There were 2 doughnuts in the device with thick tissue.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: m54v5n. Investigation summary: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, marks were noted on the washer and the knife was noted with nicks. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition on the washer and knife is consistent with the device been fired over existing staples. The indention of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.